Manufacturer narrative:
(B)(4). The customer returned one 4-lumen cvc for evaluation. The medial 1 lumen was returned tied in a knot around the slide clamp. The medial 1 luer was also heavily taped. Visual examination revealed a small slit in the medial 1 lumen. The slit was smooth, indicating that contact with sharps (scalpel, needle, scissors, etc.) Caused the damage. The tape was removed from the medial luer and the lumen was untied for dimensional and functional testing. The inner diameter of the lumen measured to be 1.48 mm which is within specifications of 1.40-1.48 mm per product drawing. The outer diameter of the lumen measured to be 2.14 mm which is within specifications of 2.13-2.21 mm per product drawing. This indicates that the wall thickness measured within specifications. The total length of the catheter body measured to be 170 mm which is within specifications of 157-177 mm per product drawing. The extension lines were functionally tested by flushing water using a lab inventory syringe. When the medial 1 lumen was flushed, water leaked from the slit in the lumen. The other lumens functioned as expected. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not suture directly to outside diameter of catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow." The customer report of an extension line leak was confirmed by complaint investigation of the returned sample. The medial 1 lumen contained a small slit, indicating contact with a sharp object caused the damage. The sample passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that the new central line inserted into r jugular vein, uncomplicated procedure. Pt x-ray completed & after moving patient the line was visibly leaking from grey port. Line clamped & reviewed by medical staff. Line flushed while clamped & flush leaking through hole in line. Discussed with consultant & instructed to knot line & clearly label not to use & tape over bung. Nurse in charge aware & matron to be informed of potentially damaged line. Investigation: patient had cvc line inserted on (B)(6) 2020. Grey lumen of the line was found to be leaking after insertion. The line was immediately sealed off and clearly labelled not to use. Line is still in situ; staff are aware that the line needs to be kept once removed from patient for further investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the new central line inserted into r jugular vein, uncomplicated procedure. Pt x-ray completed & after moving patient the line was visibly leaking from grey port. Line clamped & reviewed by medical staff. Line flushed while clamped & flush leaking through hole in line. Discussed with consultant & instructed to knot line & clearly label not to use & tape over bung. Nurse in charge aware & matron to be informed of potentially damaged line. Investigation: patient had cvc line inserted on (B)(6) 2020. Grey lumen of the line was found to be leaking after insertion. The line was immediately sealed off and clearly labelled not to use. Line is still in situ; staff are aware that the line needs to be kept once removed from patient for further investigation.